Event description:
A malfunction code labeled as "malf 9" was reported, but no notable events occurred prior to the issue. The customer's blood glucose level did not exceed 500 mg/dl, indicating it remained within a safe range. The customer received assistance from technical support to reset the pump, which resolved the issue, and was advised to report back if the malfunction code recurred. The customer expressed understanding of these instructions.